Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a procedure on (B)(6) 2006. According to the complainant, since the surgery, the patient has suffered from pain, infections, lower urinary tract obstruction, foul odor, mesh erosion and pain during intercourse. The severity and date of onset of the complications are unknown. Patient had revision surgery in (B)(6) 2007. All other information is unknown and reportedly unavailable.